Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator implant procedure. During the procedure, it was noted that the ventricular set screw was not tightening even though it was rotating. The device was replaced. The patient was recovering after the procedure.